Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to properly deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 320 mg/dl less than 3 hours after the pod was activated. There was bleeding at the insertion site. Upon inspection, she noticed the needle did not totally deploy the cannula into the infusion site. The pink slide insert was not all the way in the window.